Manufacturer narrative:
Investigation: summary: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of glass breakage with the incident lot was not observed as all samples met the required specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode of glass breakage with the incident lot was not observed. Upon inspection of the customer samples, all samples met the required specifications. Additionally, retention samples were tested and all specifications were met. Root cause: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ was breaking after use. There was no report of injury or medical intervention.